Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the helix would not extend. The physician decided to implant a different rv lead so the anatomy was tight. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2010; 5076-52 implantable pacing lead, (B)(6) 2010; 4195-88 implantable pacing lead, (B)(6) 2010. (B)(4).